Event description:
It was reported that the patient's pump was refilled on (b)(64) 2013 and heard the pump alarming on (B)(6) 2013. The pump was interrogated and telemetry confirmed a non-critical alarm occurred due to a low reservoir volume reached. No volume discrepancy was confirmed. However, it was discovered that the pump was not updated with the new reservoir volume at the refill on (B)(6) 2013. The issue was resolved and there were no therapy issues and no patient symptoms. The patient was reported as doing "fine." This device system delivered compounded baclofen and dilaudid.

Manufacturer narrative:
Product ID 8840 lot# serial# unknown, product type programmer, physician product ID 8709 lot# j0039992r, implanted: 2000 (B)(6), product type catheter product ID 8840 lot# serial# unknown, product type programmer, physician. (B)(4).